Event description:
It was reported that the procedure was cancelled. A rotapro console was selected for an atherectomy procedure. During the procedure, the supply air hose was defective, and the physician stopped using the rotapro device. The procedure was then cancelled. No patient complications were reported.